Manufacturer narrative:
The calibration from (B)(6) 2025, showed that standard 1 recovered lower and standard 2 recovered higher; the recalibration was acceptable. The qc was within the customer's established ranges. The alarm trace showed "bath water level sensor" alarms and a "cell rinse cleaner 1 volume warning" alarm. The field service engineer found that the cause was related to the reagent pack. The customer's action of replacing the reagent pack with a new pack resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The c 501 (ul) v module serial number was (B)(6). The field service engineer visited the customer's site and found that the reagent pack required replacement. The customer replaced the reagent pack. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with acetaminophen gen.2 assay on a cobas 6000 c 501 (ul) v module. Initial result: 196.0 g/ml. The customer noticed a qc shift. After the calibration and qc were performed again, the sample was repeated. Repeat result: 278.2 g/ml. The repeat result was deemed to be correct.